Event description:
It was reported that this implantable cardioverter defibrillator (ICD) began emitting tones. It was determined that an alert was triggered by a high out-of-range shock impedance measurement greater than 125 ohms on this right ventricular (rv) defibrillation lead. It was noted that there was no noise on the presenting electrogram (egm). Technical services (ts) recommended further lead evaluation in clinic and increasing the shock impedance alert value to 150 ohms. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.